Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and remote smart service in offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer responded to a medstation that had gone offline a day prior. Worked with the site's it technician to bring the medstation back online and successfully completed sync with the server. Pharmacy technician verified and completed inventory of medications in the drawer. System was fully operational. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and remote smart service in offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.